Event description:
It was reported during a trial procedure, the physician was having difficulty inserting a needle in the epidural space. The physician stated there may be some calcification in the epidural space. Another physician also attempted to insert the needle but was unsuccessful. It was noted the tip of the needle had gotten bent and after approximately 90 minutes, they opted to abort the procedure. The patient complained of leg pain postoperative and was admitted to the hospital. Follow-up identified the patient was discharged from the hospital; however, she still complained of some pain in her right leg and was using a case for support. The patient was re-trialed on (B)(6) 2013 and was getting over 80% pain relief, and her physician expects the patient to recover completely from the right leg pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.